Event description:
I use a tandem t slim pump. Today, it was charged to 85% so I plugged in to charge it to 100%. But rather than charging the pump battery depleted to 5% within 15 minutes. I called tandem and followed their recommendations, to plug it back for 1/2 hour. I did that, but the battery continued to be depleted to 5%, 4%, 3%, 2% 1% and then stopped the delivery of insulin. The pump then shut down. At that moment I decided to use a backup medtronic pump that I had used in the past. 20 minutes later I plugged the tandem pump to my computer and within 5 minutes it came back as 100% charged. Had the delivery of insulin happened while I was sleeping it could had raised my glucose level putting me at risk of a ketoacidosis. Tandem agreed to replace the pump, but this should not happen with a device that is only 8 months old.